Event description:
Device report from synthes reports an event in canada as follows: it was reported during a procedure the tip of the depth gauge did not engage with the bone properly. Surgery was delayed 2 minutes. Procedure was completed successfully with a replacement depth gauge this report is for one depth gauge for 1.5 & 2.0 screws, long for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the needle of the depth gauge for 1.5 & 2.0 screws, long was slightly bent. Assembling problems are most probably caused due to this condition. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the depth gauge for 1.5 & 2.0 screws, long would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Reviewed dimensional inspection: n/a. Device history. Part number: 319.520. Lot number: 279p479 . Manufacturing site: haegendorf. Release to warehouse date: 9th august 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.